Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that neurological device malfunctioning. The actions taken and event status were unknown. No patient symptoms reported. No further complications were reported as a result of this event.